Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding error e116 was caused by weak connection in a slot between the motherboard and the graphic card. In addition, corrosion/wear was visible, after cleaning the device, the slot and the graphic card connector, the error 116 disappeared and the device worked normally, the top cover was found deformed and scratched, the front panel was scratched and had crack in the corner, and scratch was noted on the display. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit exhibited communication error e116 during preparation for surgery. It was noted, when the device was turned off for a while (about 20 minutes) and started again, the error goes away, but in the process it would appear again. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the poor connection between the mother board nd graphic board could not be identified. Olympus will continue to monitor field performance for this device.